Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure. It was found that the tubing from reservoir made the pump to be placed lower. A new reservoir was implanted. No further information has been reported.